Event description:
It was reported that during an unknown procedure, the tissue pad was broken. The broken piece was retrieved by forceps. Changed to a new device to complete the procedure. No adverse event on the patient. One device will be returning.

Manufacturer narrative:
(B)(4).when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.